Event description:
It was reported the patient had an implant and medication fill with a concentration of 1000mcg/ml. However, at a subsequent refill in (B)(6) 2013, the medication concentration inadvertently put in the patient's pump, was 2000mcg/ml. The programming was left at the 1000mcg/ml concentration, as this is what was thought to be in the pump. It was said the dose was raised "a little" as well at that appointment in (B)(6) 2013. The patient came in on the day of this report for another refill when the event was discovered. The intended dose was 474, but the actual dose, due to the concentration error, was 948. There was no bridge bolus ever performed. The patient had no adverse events associated with the dose increase. The pump was delivering lioresal. Five days after this report date, it was said that the patient was "fine"¿ and was receiving therapy.

Manufacturer narrative:
Concomitant medical products: product ID 8840, serial# unknown: product type programmer; physician product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012: product type catheter; product ID 8780, serial# (B)(4), implanted: (B)(6) 2012: product type catheter. (B)(4).